Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a no stock out and critical low bulletin auto-printing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b: describe event or problem section d: unique device identifier (UDI) and medical device model section g: manufacturing location, manufacturing site contact a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 29 oct 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bulletins were not generated and notification service timed out. A technical support specialist (tss) found that multiple bulletins had continued printing for other facilities, but this facility had no entries in the notice. Published notice table since 4/22. Tss suspected the printer was removed and not re-added properly. Tss re-added it as admin and found scheduled reports that never printed; tss forced them and printed successfully. Later, tss discovered the issue was caused by a secondary process timing out while updating the server database table. Although inventory updated correctly, stockout and critical-low details were not processed for bulletins. The solution was to extend the timeout to allow the process to complete issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bulletins were not generating because the notification service timed out while creating the dispensing device inventory state. Resulted in no stock-out or critical low auto printing since april. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.